Event description:
It was reported that at implant, while testing impedances there was oversensing on the ventricular channel. The oversensing has not occurred again, no reprogramming was needed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6935m implantable tachy lead implanted: unknown. (B)(4).